Event description:
Reportedly, the instrument appeared to fire correctly. However, upon opening the instrument's jaws, it was noted that numerous staples had not formed properly. Therefore, the case was converted to an open procedure and the rectal stump was re-stapled with a pi 30 instrument to complete the case without incident.